Event description:
The customer's father and school nurse called to report that the customer had been experiencing unusually high blood glucose levels. It was stated that the customer had a blood glucose reading of 300 mg/dl in the morning. The customer treated, but at lunch time he was still at 300 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The father didn't have the tubing clamp to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.